Event description:
The pt reported that the screen would freeze and would not respond to button presses from the keypad when trying scroll to a different screen. The reporter denies damage to the keypad or exposure to moisture and cleaning products.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted and a supplemental report will be filed. No conclusion can be made at this time.